Event description:
The device was returned to cook incorporated for investigation on 16sep2024. During the device failure analysis it was noted that the mac-loc catheter hub was separated from the catheter shaft, as reported by the customer. Additionally, the device failure analysis identified a separation in the catheter shaft.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d9 (returned to manufacturer) correction: f10 (annexes a & g ), h6 (annexes a, g ). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported that mac-loc assembly separated from an ultrathane mac-loc locking loop multipurpose drainage catheter. The device was placed as a nephrostomy drain on 14aug2024. The catheter was attached to a drainage bag which was secured with a locking mechanism. It is unknown how the device was maintained after the patient left the facility. Two days later, the patient returned to the facility with a broken catheter at the locking mechanism. The patient reported that he did not touch nor pull the catheter. The complaint catheter was removed and replaced with a like-device from a different lot. No other adverse effects were reported for this incident. Reviews of the documentation, including the complaint history, device history record, instructions for use (IFU) and quality control procedures, as well as a visual inspection and dimensional verification of the returned product, were conducted during the investigation. The ultrathane mac-loc locking loop multipurpose drainage catheter was returned in an opened, used and damaged condition. The catheter shaft was confirmed to have separated from the mac-loc adaptor. The flare was examined, discovering material elongation around the top portion of the flare. The mac-loc adaptor gap gauge passed the gap gauge requirement. The catheter shaft was confirmed to have also separated. The point of separation occurred near the flared end. The separation was not smooth, but rather jagged. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that inspection activities are currently in place to prevent the release of non-conforming product related to the reported failure mode. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that complaints for mac-loc hub and catheter shaft separation for this device were the only complaints associated with the final product lot number. Cook also reviewed product labeling: the current instructions for use is packaged with this device. The product IFU states the following in consideration of the reported failure mode: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied upon removal from package, inspect the product to ensure no damage has occurred. Evidence gathered upon review of the dmr, IFU, DHR and device evaluation suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, examination of the returned product, and the results of our investigation, it was concluded that a component failure unrelated to design or manufacturing deficiencies contributed to the reported event. While it is possible that unintentional force on the device due to patient mobility led to the separation of the catheter shaft/from the hub, this cannot be definitively confirmed. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - procode: additional product codes: gbo, lje. G4 ¿ PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that mac-loc assembly separated from an ultrathane mac-loc locking loop multipurpose drainage catheter. The device was placed as a nephrostomy drain on (B)(6) 2024. The catheter was attached to a drainage bag which was secured with a locking mechanism. It is unknown how the device was maintained after the patient left the facility. Two days later, the patient returned to the facility with a broken catheter at the locking mechanism. The patient reported that he did not touch nor pull the catheter. The complaint catheter was removed and replaced with a like-device from a different lot. No other adverse effects were reported for this incident.